Event description:
It was reported to covidien on 01/27/2010, that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out the patient's insertion site. The catheter was inserted on (B)(6)2009 and was replaced on (B)(6)2010.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.